Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The instrument was not checked before use. Precleaning was done immediately after the procedure. Water was drawn through the instrument and suction channel with a suction pump until the suctioned liquid was clean. The air/water duct was flushed with air and water using a channel cleaning adapter. The auxiliary water channel was flushed with water as well. All reprocessing accessories were noted to be undamaged and there was less than 60 minutes between precleaning and manual cleaning. Leakage was not tested. The cleaning agent used was mediclean forte manufactured by dr. (B)(6). The instrument/suction channel, suction cylinder and instrument channel port were brushed. Cleaning agent was not aspirated through the instrument/suction channel and the brush was inserted into the instrument channel from the suction cylinder. Flushing was not done with accessories. Steelco ew2 was used as the automatic endoscope reprocessor (aer) along with medicalen forte as the detergent and steelco paa as the disinfectant. The scope was stored in a drying cabinet with all detachable parts removed for up to 30 days. The scope was not sterilized. Olympus was not used for repair and maintenance. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the adhesive around the objective lens was dirty, the adhesive around the light guide lens was peeled, the bending section cover was cracked, the bending angle in the down direction did not meet standard value due to wear of the angle wire, and the universal cord was dented. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination during reprocessing prior to a therapeutic procedure. The hospital did not know if there were damages that could sustain the microbial growth. The endoscope tested positive multiple times. The first positive culture was around (B)(6) 2022. After the first positive culture, the scope was in quarantine and not used during any procedures. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.